Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 400 mg/dl. Customer had treated their blood glucose with a 10 unit manual injection and a bolus. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting found the customer's insulin pump had no anomaly. Troubleshooting also could not be completed because the customer did not want to remove their infusion set at the moment. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.